Event description:
It was reported that the patient¿s ipg was replaced for an unknown reason.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient lost therapy due to ipg being inoperable. The ipg did not communicate with external devices. As such, the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post operatively.